Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. The explanted devices were returned for evaluation, however, medical records were not provided that could confirm infection resulting in the revision. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. Per package insert 87-6203-453-22 nexgen cra, ps, cra, lps, and lcck knee: infection is a known adverse effect of this procedure. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: lps-flex nexgen articular surface, catalog #: 00596204014, lot #: 62727436. Lps-flex nexgen articular surface, catalog #: 00596204014, lot #: 62926865. Lcck nexgen femoral, catalog #: 00599401692, lot #: 62639764. Nexgen stem extension, catalog #: 00598801013, lot #: 63215578. Nexgen stemmed tibial component, catalog #: 00598004702, lot #: 63182532. Headless screw, catalog #: 00579104200, lot #: 63206483. Headless screw, catalog #: 00579104200, lot #: 63206483. Headed screw, catalog #: 00579104100, lot #: 63036406. Headed screw, catalog #: 00579104100, lot #: 63196755. Thin osteotome blade, catalog #: 47998602121, lot #: 56574088. Trabecular metal tibial cone, catalog #: 00545001346, lot #: 63266339. Report source: foreign: event occurred in (B)(6). It is unknown if product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation is completed, a follow-up will be reported. Multiple MDR reports were filed for this event; please see associated reports: 0001822565-2019-00808, 0001822565-2019-00809, 0002648920-2019-00127, 0002648920-2019-00128, 0001822565-2019-00985, 0001822565-2019-00986, 0001822565-2019-00987, 0001822565-2019-00988, 0001822565-2019-00989. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that patient underwent right total knee arthroplasty. Subsequently, patient experienced strep g infection subsequent to cellulitis which began approximately four months post-implantation. Patient underwent a washout procedure with the polyethylene bearing exchanged. The infection continued and the patient underwent an arthroscopic washout procedure approximately one month later. Still, the infection continued; therefore, the patient underwent long-term antibiotic therapy utilizing vancomycin with no resolution of the infection. The patient subsequently underwent a washout procedure with revision of all implants and was implanted with antibiotic cement spacers.